Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0527006v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0526998v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The patient reported that they were going to have an MRI for their knees down to their foot where they had no feeling. It was numb. Whenever they would stand or sit, this problem would occur; there was relation to positional movement. They thought something was pressing against a nerve. This had been occurring for a couple of months and was gradually getting worse. It was unknown if the MRI was related to the therapy, and it was reviewed that an MRI of this part of the body would not be recommended. It was also reported that the patient had a fall in (B)(6) 2015 and since had been limping and it was progressively getting worse. The patient was using a walker and she would need someone to help her go anywhere outside the house and walk. Additional information received from the patient reported that she was having trouble walking and was numb from the left knee down. She was falling a lot. She fell on (B)(6) 2015 and then fell hard on her knee right after that. The patient questioned if the catheter could move following a CT scan performed after the fall. It was noted that the healthcare provider (hcp) reported the lead was in the spine. It was attempted to clarify if the patient was talking about a catheter or a lead. The patient reported " a lead or something is hitting something." Her implantable neurostimulator (ins) was higher than her pump and the leads were occipital. The trouble walking and numbness were getting worse every day. She had been admitted to the hospital for a nerve conduction and that showed something was "pinched off." She was being admitted again on (B)(6) 2015 to see a neurosurgeon. Relevant medical history included failed back surgery syndrome and spinal pain. Follow-up was performed to determine what actions were taken to address the event, if the cause was determined and if it was related to the device/therapy, and if the issue was resolved.